Event description:
It was reported that a user experienced a delay in continuous glucose monitor (cgm) data display on the ilet after applying a new freestyle libre 3 plus sensor, with no readings for an extended time until the device was restarted and the sensor was rescanned, after which glucose values appeared. User experienced elevated glucose peak of 201 mg/dl without reported adverse clinical symptoms. Outcomes included restoration of cgm readings and continued ilet use without alarms, adverse events, or hospitalization. User support included remote troubleshooting and user education, including prompting a device restart, manual bg entry, and sensor rescan. Investigation of this case revealed a temporary pairing or communication failure between the cgm sensor and the ilet that resolved with standard troubleshooting, consistent with transient connectivity issues with the cgm communication interface. It was concluded, based on previously established findings for similar reports, that the cause was a transient, user-correctable cgm-to-pump communication issue with no device malfunction confirmed.